Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Concomitant medical products: model: d334drg, ICD; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a company representative requested assistance in evaluating an interrogation for right ventricular (rv) lead oversensing thought to be noise, myopotentials or electromagnetic interference (emi) seen on a recorded high rate non-sustained episode. It was noted that there have been no reported patient complications or symptoms associated with the oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.